Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced tip clamp, plunger clamp and two pole cables for positions 5, 6, and 7. The instrument tested without further problem and was returned to expected operation.